Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that there was a crack in the reservoir connecting tube. The pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4) and for cylinder (B)(4).

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). Correction to field a3a: sex. Correction to field a3b: gender. Correction to field g2: report source. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The pump was visually inspected, functionally and leak tested. The visual test revealed that the pump was cut down to the pump block. The pump did not pass the activation and deflation tests. No leaks were identified. Based on the available information and analysis results, the pump not meeting the deflation and activation test criteria supports the reported clinical observation of a mechanical issue with the device.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that there was a crack in the reservoir connecting tube. The pump was explanted and replaced. No patient complications reported.